Event description:
During meniscal repair, a piece of the device broke off and was unable to be found in the joint. The surgeon placed both ts without issue and as he was checking the repair, he noticed that t1 was free floating in the joint and could not be retrieved. T2 and the suture were removed, and an add'l device was used to complete the repair.

Manufacturer narrative:
Device is not being returned for evaluation. This incident initially had the decision tree assessment checked off as "no" for reportability due to a software glitch in the database and therefore, was overlooked for initial assessment.